Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 7 events were reported for this quarter. Product return status: 7 devices were received for evaluation. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by damage to the trigger. 6 device evaluations are in progress. Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction event in which the device trigger was sticking leading to run-on. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 7 total events were initially reported. 6 previously reported events are included in this follow-up record.   Product return status 6 devices were received.   Evaluation status confirmed 5 reported events were confirmed during testing. - 2 devices were found to be affected by corrosion. - 3 devices were found to be affected by trigger assembly damage. Not confirmed 1 reported event was not confirmed during testing.   Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction event in which the device trigger was sticking leading to run-on. 7 events had no patient involvement; no patient impact.